Event description:
It was reported by service report that the pt left head siderail would not latch and the motion interrupt pan was cracked. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: siderail timing link; motion interrupt pan.